Event description:
The stent was in the protective cover when the device was removed from the packaing box. However, when the stent was received in the returned goods lab, the stent was reported to be loose on the stent delivery system. No additional event or patient information is available.

Manufacturer narrative:
Quality engineering was unable to determine a conclusive root cause for the reported stent dislodgement. The catheter was returned without blood visable, but there was contrast in the inflation lumen. The stent was loose on the balloon between the balloon markers. There were two bends in the hyotube, 5 cm and 88 cm distal to the strain relief tubing. There was no other damage noted to the catheter. The protective sheath was not returned. A laser micrometer was used to measure the stent outer diameters and were all oversized. Product performance engineering reviewed the incident information and analysis of the returned device. The quality assurance technician (qat) analysis confirmed that the stent was loose in the balloon. There was no observed damage to the stent or the catheter, which indicates that forced removal of the sheath was not a likely cause of the stent loosening. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacuture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because the stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this oversizing most likely occurred as a result of stent movement, as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only damage noted to the ultra device was two bends in the hypotube. There was no mention of this in the incident and likely occurred during the packaing of the device back to abbott for evaluation. There was no mention of this in the incident and likely occurred during the packaing of the device back to abbott for evaluation. Based on the information available, a conclusive root cause for the loose stent cannot be determined.